Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) to report an issue with the subject meter. At the time of the call it was noted that the reported claimed she saw "nothing." No additional information was provided since the reporter disconnected the call. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.